Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2009, product ID: 8709sc, lot# n318406006, implanted: (B)(6) 2012, product type: catheter . Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 22-apr-2011, UDI#: (B)(4), product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump was flipping and during a dye study the catheter was confirmed to be coiled. It was noted that the patient had lost a lot of weight. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009: product type: catheter. Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2012: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the catheter would not be explanted due to the patient having too many health problems. No further complications were reported.